Event description:
It was reported that this patient presented to the hospital after receiving multiple shocks from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, which had occurred eight times, along with a battery capacity depletion notice. Technical services (ts) recommended right ventricular (rv) lead replacement. Subsequently, this ICD was explanted and the rv lead capped. A new ICD and rv lead were successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital after receiving multiple shocks from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, which had occurred eight times, along with a battery capacity depletion notice. Technical services (ts) recommended right ventricular (rv) lead replacement. Subsequently, this ICD was explanted and the rv lead capped. A new ICD and rv lead were successfully placed. No additional adverse patient effects were reported. According to additional information, this patient received 6 inappropriate shocks from this ICD system prior to revision. No additional adverse patient effects were reported.